Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 26aug2019.

Event description:
The customer reported the navigation ring was non-responsive. There was no patient involvement.

Manufacturer narrative:
G4: 17sep2019; b4: 18sep2019. The manufacturer's field service engineer (fse) confirmed the reported nav-ring issue. The fse was unable to change settings with the nav-ring. The fse replaced the defective front bezel to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported the navigation ring was non-responsive. There was no patient involvement.